Event description:
It was reported that the customer's insulin pump alarmed motor error. The blood glucose reading was 165mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error as a result of a motor encoder being out of phase. The device was received with cracked case on the display window corners, cracked reservoir tube lip, and missing end cap sticker.